Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. A visual inspection of 90 retained samples was performed, and no issues were observed. A review of the device history record for the incident lot confirmed that all product specifications and release requirements were met. The complaint could not be confirmed for the reported failure mode, erroneous results (accuracy). No definitive root cause could be identified based on the available information. Complaints associated with this device and reported condition will continue to be tracked and trended. Relevant information will be included in trend reporting and monitored by the business team, who routinely evaluates collected data for potential emerging trends.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of samples exhibit increased hematuria compared to other laboratories in the region. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of samples exhibit increased hematuria compared to other laboratories in the region. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.